Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other implanted clip (80504u130) referenced is filed under a separate medwatch report.

Event description:
This is filed to report the leaflet tear. It was reported that on (B)(6) 2018, the patient, with 4+ degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip delivery system (cds) (80113u167) was advanced and the clip was placed on the leaflet. The clip was deployed and a tear was noted in the anterior mitral leaflet after release of the clip. A second cds (80504u130) was then advanced and the clip was placed on the leaflet. The clip was deployed and a tear was noted in the posterior mitral leaflet after release of the clip. Final mr grade was 2+. There was no additional information provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: this event was also reported under MFR numbers 2024168-2018-05515 and 2024168-2018-05564. This report should not have been submitted as it was already reported; however, since it was submitted, it must remain reportable. This device is reported under MFR 2024168-2018-05564. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. (B)(4). Correction: patient code 2104-labeled - removed. The device was not returned for evaluation. A complete evaluation of this device is provided under MFR 2024168-2018-05564. No further investigation is required.